Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 102 mg/dl. The customer stated that the screen fell off the insulin pump while he was snow shoeing. The customer was advised that the insulin pump will have to be replaced. The customer was advised to revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The display window was missing.